Manufacturer narrative:
Medwatch sent to FDA on 09/08/2016. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported patient presented with right side large seroma and large palpable mass. A total capsulectomy was performed on (B)(6) 2016 with implant removal and no replacement. Patient diagnosed with right side alcl on (B)(6) 2016. As complete pathological markers have not been received, the event will be reported as lymphoma. Patient is currently receiving chemotherapy, chop therapy.

Manufacturer narrative:
Device history review (DHR) summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from (B)(4) was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell run number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported patient presented with right side large seroma and large palpable mass. A total capsulectomy was performed on (B)(6) 2016 with implant removal and no replacement. Patient diagnosed with right side alcl on (B)(6) 2016. As complete pathological markers have not been received, the event will be reported as lymphoma. Patient is currently receiving chemotherapy, chop therapy.